Event description:
It was reported that during a da vinci s sacrocolpopexy surgical procedure, the customer experienced system error code #1, which they were not able to override. The surgeon decided to convert to traditional open surgical techniques to finish the planned surgery prior to contacting isi for troubleshooting assistance. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering discovered a broken axis cable on a patient side manipulator (psm). The psm is an instrument arm located on the patient side chart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #1 appears when the da vinci s safety system determines that a power supply voltage was out of range. Upon determining this condition, the safety system puts da vinci s in a "non-recoverable safe state". The psm was returned to isi for failure analysis investigation. Engineering observed that the psm axis-7 cables were wrapped around pulleys, thus causing an inconsistent power supply voltage level that led to the system error experienced by the customer. As of 2009, there have been no reported recurrences of the issue at this hospital.